Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure; the blower is not working. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer; no response received. To date, the customer has not called for further assistance. If additional information is received, the complaint will be updated.